Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522. A manufacturer representative went to the site to test the equipment. It was reported that the din rail fuse was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the mobile viewing station (mvs) is not powering on. No further information was provided.